Event description:
Initial information received from a physician on (B)(6) 2009: a male patient with (B)(6) had received multiple poly-l-lactic acid injections in the past without incident. He received injectable poly-l-lactic acid (sculptra, lot number and expiration date unknown) on (B)(6)2009, in the left cheek and in the nasal labial fold. Immediately, he experienced bone white blanching in an irregular pattern in his cheek, tip of his nose and his forehead. He also reported having an irregular taste right way. The physician thinks that the injection may have gone in intravascular which caused the irregular taste. The taste went away rapidly and a warm compress was applied to the blanched areas. Several hours later, the area was still cool but the area was purple. Concomitant medications were not provided. No further relevant information reported. Pharmacovigilance comment: sanofi-aventis company comment, (B)(4) 2009: a (B)(6) male patient experienced irregular taste right after receiving injectable poly-l-lactic acid (sculptra) injection. Event resolved rapidly and the reporting physician suspected, it may caused by the injection which may have gone in intravascular. Due to minimum available information, no complete medical assessment can be done.

Manufacturer narrative:
Device qc performed: (B)(4) 2009.